Event description:
Sterile barrier of the pouch containing the femoral implant component was compromised. The implant was autoclaved at the hospital and the surgery was completed successfully.

Manufacturer narrative:
Sterile barrier of the pouch containing the femoral implant component was compromised. The implant was autoclaved a the hospital and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. All processing steps were completed successfully.